Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury based on the clinical consequences to the pt which reads as follows: "the external eroded skin was treated with a topical zinc oxide based ointment." No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site. Both potential mfg site numbers are listed below. A returned sample for eval is not expected. Reported to the FDA on march 27, 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
Territory manager rec'd info from (B)(6) who showed a picture of a pt with an fms indwelling in pt with a temperature probe protruding out from anal opening beside fms tubing. The (B)(6) stated that there was mucosal erosion around near the temperature probe, and she is aware that use of temperature probe and fms should not be used at the same time. A call was made to (B)(6) who indicates that the only info she was able to give is that pt was in ICU at the time and a cooling blanket was being used and that possibly a probe for the cooling blanket is what was protruding. No other medical info is available. It is unk if the issue resolved and unk outcome of pt at this time.